Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the level module issued a false level audible alert/alarm tone, but no error message was displayed on the central control monitor. The field service rep stated the level sensors were attached too low on the reservoir, causing the alert/alarm tone. Since the event occurred after cardiopulmonary bypass, there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.